Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient presented to the emergency room with a ruptured aneurysm. It was reported that the physician elected endovascular for treatment. It was reported that the patient expired 4 days post stent graft implant due to the blood loss from the ruptured aneurysm prior to stent graft implant.

Manufacturer narrative:
Conclusion: device failure lack of effectiveness related to pt condition (presented with a ruptured aneurysm prior to device placement).